Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5162601.

Event description:
It was reported through a voluntary medwatch report (mw5162601) that a detached sensor wire occurred. The sensor was inserted into the abdomen. On approximately (B)(6) 2024, the sensor wire was stuck in the patient's left lower abdomen. The patient presented to the emergency room and the sensor wire was visible via ultrasound. The patient was referred to a general surgeon who attempted to remove the wire (by unspecified means) but was not successful as it was reported that the sensor wire had migrated from the original location. There was no patient information available for contact for additional information. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.